Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specs. Also implanted in the pt was a tg3420.

Event description:
In 2008, this pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprostheses. A reintervention took place in 2009 due to a distal type I endoleak. An additional gore tag thoracic endoprosthesis was used to extend and the endoleak resolved. The pt is doing well.